Event description:
A data error alert was reported, occurring after the pump ship date. Blood glucose levels remained between 54-500mg/dl, indicating no adverse impact. Technical support informed the customer that some history logs might have been erased, but therapy remained unaffected, and the customer would continue using the pump for insulin therapy.